Event description:
A physician reported that his pt was experiencing pelvic pain and dyspareunia. The pt had essure micro-inserts placed on (B)(6) 2009. The pt did not have the required hsg confirmation test due to financial difficulties. An ultrasound was performed and it was observed that the essure micro-insert from the pt's left fallopian tube was in the lower uterine segment and cervix. The physician removed the essure micro-insert with forceps during a hysteroscopy procedure. The physician has not had f/u with the pt since removal of the essure micro-insert and does not know if the pt's symptoms have resolved following removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.